Event description:
"Pleurx catheter placed for recurrent malignant pleural effusion. Catheter stopped functioning 12 days post placement. Imaging eval 17 days after placement showed pleurx catheter had fractured. Catheter removed percutaneously without any apparent adverse effects to the pt."

Manufacturer narrative:
Info has been forwarded to the mfg facility, sample eval pending. Follow-up report will be filed.